Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. .

Event description:
It was reported that the device delivered an alert for out of range impedance. High impedance was observed. Hence, the lead was explanted.